Event description:
It was reported that during a stenting treatment procedure, stent thrombosis occurred. The patient presented emergently with a myocardial infarction. Using the right femoral approach, the procedure treated the target lesion located in the proximal left anterior descending artery. Pre-dilation was performed with an unspecified balloon inflated to 17 atms for 15 seconds. Next, an unspecified promus element plus stent was advanced and deployed at 20 atms for 20 seconds. Then post dilation was performed with an unspecified balloon inflated 3 times to maximum inflation of 22 atms for 30 seconds to complete the procedure. After the procedure was completed but while the patient was still on the table, the patient began to have chest pain. Additional angiography was performed and thrombosis was noted. An unspecified balloon catheter was advanced and inflated twice to 12 atms for 14 seconds. Next, an additional 3.0x12mm unspecified drug eluting stent was advanced and deployed at 12 atms for 25 seconds. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).